Event description:
It was reported that the patient presented for an implant procedure. During the implantation of the left ventricular lead, the coronary branch was dissected. No extravasation of fluid was noted in the pericardial space. The lead was implanted successfully via a middle cardiac vein in the left ventricular wall.